Manufacturer narrative:
Device received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had damage. Customer's blood glucose value was 290 mg/dl. The customer was assisted with troubleshooting. Customer stated that the reservoir was loose not unlike before rubber ring in the reservoir compartment was missing small crack in the tip of the reservoir compartment. Customer stated that reservoir unable to lock in the place when inserted into the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per healthcare professional instructions. The device will be returned for analysis.